Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. Resistance was not felt during advancement of the 2.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) to the lesion and it crossed successfully; however, the balloon failed to inflate at the lesion. It was observed that the hub was detached from the proximal shaft of the catheter. The procedure was completed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The shaft separation and inflation issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.